Event description:
It was reported that the patient was having surgery on (B)(6) 2022 to extract a fractured lead. The physician aborted the case due to patient anatomy. Surgery is expected to take place at an unknown date in the future.

Event description:
It was reported that the patient underwent surgical intervention to replace their fractured t6 lead on (B)(6) 2023. Therapy was restored post operatively.

Manufacturer narrative:
It was reported to abbott, during a lead revision to replace a fractured lead, the lead got hung up in the epidural scar tissue. The revision was aborted, and the patient was sent to neurosurgery for extraction and replacement. The t8 lead was still in place along with the 3664 ipg. Therapy was back on using only the t8 lead. It was reported on (B)(6) 2023, the stuck t6 lead was explanted and replaced. Effective therapy was restored. The device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.